Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged. This was observed during use; however, no patient consequence was reported. The subject mr290v vented autofeed humidification chamber is included in the rt329 infant continuous flow breathing circuit kit.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and connected to a water bag to test for leaks. Results: no physical damage was noted to the returned chamber. No leak was observed when the water feedset tube was connected to the water bag. A lot check revealed three other feedset leak complaints were received for lot number 120419. Conclusion: no fault was found with the returned mr290v chamber. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). All chambers are also pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. Those that fail are discarded. The user instructions which accompany the mr290 humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged. This was observed during use; however, no patient consequence was reported. The subject mr290v vented autofeed humidification chamber is included in the rt329 infant continuous flow breathing circuit kit.